Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now message occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss was determined to be the patient closed the mobile app. The reported event of a replace sensor now message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.